Event description:
Received info stating customer's pump battery depleted quickly and pump shut down. Reportedly, customer's blood glucose level was high.

Manufacturer narrative:
The device has been received for eval. However, the eval is not complete. A supplemental report will be submitted upon completion of eval.